Manufacturer narrative:
The reported events were loss of telemetry and a false eri alert. The device was analyzed in the laboratory and it was determined that the eri was falsely triggered due to electrocautery. Further device testing showed normal device function. No further anomalies were found.

Event description:
New information reported that the right ventricular lead was removed and replaced on (B)(6) 2019. During the procedure where electrocautery was used, the pacemaker lost telemetry. When telemetry was re-established, a message stating that the device had reached its elective replacement indicator (eri) displayed, even though the battery voltage was above eri. The pacemaker was replaced. The patient was discharged post-procedure. Related manufacturer reference number: 2017865-2019-05579.